Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. The patient underwent explantation on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: rupture updated h6 patient code 3191: anisomastia, medical device removal on 20-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. Additionally, an area of missing material was observed, starting within the crease/fold on the anterior view and extending to the posterior view, measuring approximately 1.5 cm x 6.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 225cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. The date of implantation was estimated based on available information.